Manufacturer narrative:
(Initial reporter facility name): (B)(6). (Initial reporter city): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric varicose vein procedure performed on (B)(6) 2021. During the procedure, a band was unable to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric varicose vein procedure performed on (B)(6) 2021. During the procedure, a band was unable to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
(Initial reporter facility name): (B)(6). (Initial reporter city): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): the second affiliated hospital of guizhou medical university (initial reporter city): (B)(6) block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem), e1 (initial reporter address 1, initial reporter city, initial reporter zip/post code)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric varicose vein procedure performed on (B)(6), 2021. During the procedure, a band was unable to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. ***additional information received on (B)(6), 2022*** it was reported that the correct anatomy location was in the gastric venous. Additionally, there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): the second affiliated hospital of (B)(6) university block e1 (initial reporter city, state): qiandongnan miao and dong autonomous prefecture block h6: medical device problem code (B)(6) for the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that that the returned ligator head had all bands attached and the ligator head teeth were damaged/bent. Some knots of the suture thread were found to be dislocated from the teeth. Additionally, the handle presented marks of trip wire secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the the ligator head teeth were damaged/bent and and the bands on the ligator head were moved. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during the procedure and/or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, it is possible that these difficulties encountered caused the device inability to deploy the bands, and the tension on the device could have damaged/bent the ligator head teeth. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the fundus of the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric varicose vein procedure performed on (B)(6) 2021. During the procedure, a band was unable to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. ***additional information received on january 19, 2022*** it was reported that the correct anatomy location was in the gastric venous. Additionally, there was no difficulty experienced upon setting up the device.